Manufacturer narrative:
A supplemental MDR is being submitted due to correction from the site and additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The following sections of this report have been corrected: a.2 (patient age). The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for balloon burst and subsequent valve embolization was confirmed based on evaluation of the provided imagery. The complaint for delivery system difficult or unable to cross was unable to be confirmed due to unavailability of applicable imagery. However, no manufacturing non-conformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. As reported, ''when the valve and wire were in a good position for deployment, the commander delivery system balloon burst at 30 % inflation, and the valve embolized into the la''. The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume, pre-existing valve stent, etc.). It is possible the balloon may have interacted with the pre-existing valve and/or potential calcification upon inflation, contributing to a balloon burst. The balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure. However, physical interactions between the inflated balloon and any rigid characteristics associated with the pre-existing bioprosthesis or calcified nodules could compromise the structure of the balloon wall through a number of failure mechanisms including puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that the balloon was twisted while tracking through the anatomy which may have contributed to the reported damage to the balloon. As such, available information suggests that procedural factors (interaction with pre-existing valve, device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined. As reported, ''but it could not pass through lv and then the lv wire was lost after trying to manipulate.'' The commander delivery system is designed to be compatible with a standard 0.035'' guidewire to enhance trackability. The nose tip is designed to be atraumatic and provide better anatomical crossing, while providing a gradual dimensional increase. Articulation of the system is also instrumental in trackability to the target treatment zone. The ability to articulate allows the catheter to traverse the aortic arch over an 0.035'' guidewire with minimal interaction between the delivery system nosecone, crimped thv, patient vasculature and calcification that may be present. Flex/articulation is designed to occur in one direction with minimal deflection from the flex plane. Catheter deflection angle, and deflection plane are verified for effectiveness. Flexion of the commander delivery system is validated, as articulation of the system is also instrumental in navigation through the anatomy to the target treatment zone while minimizing vascular interaction, including traversing the aortic arch, as well as crossing the native or surgical bioprosthetic in the most achievable, non-biased form. System materials are specified through design requirements, while manufacturing and packaging procedures include 100% inspection for loose fragments. Edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of pre-dilation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Patient factors such as calcification, tortuosity, small vessel size, or pre-existing vascular stent may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. Proper use of the guidewire is important as it serves to guide the delivery system during tracking and crossing of the anatomy. As such, poor guidewire positioning and/or loss of guidewire placement may cause the delivery system to interact with patient anatomy, leading to difficulty tracking/crossing. Additionally, navigating over a kinked guidewire or incorrectly sized guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty tracking/crossing. As such, available information suggests that patient factors (pre-existing asd device) and/or procedural factors (inadequate septal wall puncture) may have contributed to the reported event. However, a definitive root cause was unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Event description:
As reported by our edwards lifesciences affiliate in thailand regarding a 29mm sapien 3 transcatheter heart valve by transseptal approach in mitral valve in a pre-existing 31mm perimount valve the patient had a non-edwards asd closure device in situ. After puncturing the septum/atrial septal defects (asd) device, multiple dilatations were tried with 5 mm, 12mm and 14mm balloons respectively. Then the commander delivery system was inserted, however, it could not pass through the septum due to recoil of asd device. Re-dilated again with 16mm balloon via another back up wire and then pushed the commander system through left atrium (la) and left ventricle (lv) over safari wire, but it could not pass through lv. The lv wire was lost after trying to manipulate. It was tried twice to snare the commander system to lv again from the ao catheter but the commander system was not coaxial along lv apex (nose cone towards aorta), even though tension on the snared wire was released, everything jumped up to la again. It was tried to pull back the devices because the wire was trapped inside the commander catheter lumen and it could not pass back to the right atrium. It was tried to pull the wire again until it came out. Since the devices could not be pulled back from the asd device and it was not possible to cross the mitral valve and place the wire in proper position, it was tried to snare the commander system from apical site to facilitate positioning of wire and valve during deployment. When the valve and wire were in a good position for deployment, the commander delivery system balloon burst at 30 % inflation, and the valve embolized into the left atrium. The patient was converted to open surgery and a surgical valve was implanted instead. The patient gradually recovered after redo mvr. Everything went well and et tube was extubated.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.